Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while they were hiking outside review of the episode noted oversensing contributing to the delivery of this shock. The s-ICD remains in service, no adverse patient effects were reported.